Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed, 'reverse flow'. The ventilator reportedly stopped functioning. Manual mode of ventilation remained functional. The anesthesia machine was replaced, and the case was completed with no further reported complaint. There was no reported patient injury.